Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cassette portion of the cycler set during the post-treatment step where the patient removes the cassette from the cycler. The patient indicated they ¿left off¿ in treatment during drain 2 of 4. It is unknown if the patient cancelled treatment at that point or was able to complete treatment. The patient reported receiving a patient line is blocked alarm and a scale reading error alarm during an unknown phase prior to the leak. It is unknown at which point in therapy the leak may have begun. There was fluid leakage observed within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. The patient was advised to retain the set so it can be scheduled for pickup during a follow up call. It was reported that the patient would not complete treatment with a back-up plan. There was no adverse event, symptom, nor medical intervention reported during the initial call. Multiple attempts to acquire additional information and sample availability status were performed, however, to date no response has been received. The cycler is expected it return for physical evaluation by the manufacturer.